Manufacturer narrative:
Zoll medical corporation has received the device and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device failed self test allowing an open air discharge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction of "fails self test" was duplicated and attributed to a faulty mfe top shield on the analog board. The reported malfunction of "open air discharge" was observed during the review of device's history logs but could not be duplicated. The pace/defib engine board was replaced as a precaution. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.